Event description:
Per rn 2 ml air withdrawn twice while gradually deflating over time. After second withdrawal of air, one-way valve apparently leaked and with one minute of second withdrawal all of the air had leaked out and patient started bleeding at puncture site. Fortunately, when reinflated, valve held air. Device sequestered however packaging was not saved.